Event description:
Overdelivery reported. The pump was set to infuse an unspecified hydration solution via primary at an unrecalled rate with a concurrent secondary infusion of heparin (250ml, concentration not available) at 2.5ml/h. The infusion was started at 0800. A nurse reports that at 1600 the IV container was noted to be empty. The pt did not have any adverse effects; no med intervention was required. No add'l info was available.